Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 515 mg/dl at the time of incident. The current blood glucose level is 142 mg/dl. The customer treated high blood glucose with manual injection. Customer experienced symptoms related to high blood glucose level was nausea. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer states auto mode feature was active. Customer also states insulin exited at quick release. The insulin pump will not be returned for analysis.